Manufacturer narrative:
This is related to MDR number 3011632150-2021-00002. There was no reported device malfunction and the device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on the case information and related record review, a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. The reported patient effects of occlusion/restenosis are listed in the biomimics 3d instructions for use and are known patient effects of peripheral stenting procedures. There is no indication of a product quality issue with respect to the design, manufacture or labelling of the device. If further information regarding this event becomes available a follow-up report will be submitted.

Event description:
This is related to MDR number: 3011632150-2021-00002. There is no evidence to suggest the device caused or contributed to this event. The patient was treated as part of the (B)(6) post-market observational study on 20-july-2017. At index procedure ((B)(6) 2017), the patient presented with a de-novo occlusion of the segment involving the sfa middle third to distal third artery of the left leg. Two biomimics stents (a 7.0 x 150mm stent and a 7.0 x 80mm stent) were implanted. On (B)(6) 2018 a restenosis of the treated segment (target lesion) between the sfa middle third to distal third was identified. The event was received by veryan on 22-dec-2020 and was reported with a relationship as "not assessible/unknown" to the device and the procedure. Following review of this event on 11-jan-2021, a possible device relationship was determined due to a target lesion revascularisation which took place on (B)(6) 2020 and included drug coated balloon / drug eluting balloon. The event is reported as being as target lesion related. The outcome of the event is that it has resolved and patient has recovered. The devices remain implanted.